Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that customer noticed that the screw in the reservoir on the insulin pump was breaking off. Troubleshooting was done. Customer's blood glucose was 139 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.